Manufacturer narrative:
Per evaluation findings by the manufacturer: the problem described by the customer (losing the pressure during use) could not be readjusted. Also, no abnormalities were detected during the 2 hr endurance test. According to the repair department the problem could be caused by the instrument resistance. The unit operates with a maximum insufflation pressure of 50 mmhg, which means that the maximum flow is dependent on the instrument used. Therefore, if the instrument resistance becomes higher, the set flow will no longer be reached until the instrument resistance decreases. Very heavy contamination was found exclusively in the high-pressure regulator. This dark green and greasy contamination can be observed throughout the flow system in the high-pressure regulator. Partly metallic components can be seen between the sinter filter and the co2 supply connection. This kind of contamination could explain the reason for the customer's complaint. The contamination probably comes from the co2 supply system from the hospital (e.g. Co2 cylinder, supply hose to the unit). Based on the available information we set the root cause to user error. Device was shipped to the customer on 9/28/2020 under outbound delivery 87420326 and had been in use for approx. 26 months; device was never returned for service.

Manufacturer narrative:
The device will be forwarded to the manufacturing site for investigation. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID (B)(4).

Event description:
Customer reported that while using the ui500 endoflator 50 unit, they are losing the pressure. It has happened 1 or 2 times. They were able to complete the procedures by increasing the flow rate. There was no patient impact. Additional patient information is not available.